Event description:
The nurse stated when she went to take a sample from the port, the port broke off of the main tubing. The product was not saved but pictures were taken. Manufacturer response for urological tubing, medline (per site reporter): the sales rep asked for the pictures that were taken and they were sent. The next day the rep asked to inspect our lot #'s. The rep stated medline had made some modifications to the product and medline would like to change out certain lot #'s if we have them on hand. (At this time the lot #s are still unknown to us).